Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 atms on the second inflation. (The initial inflation was to 6 atms.) The lesion being treated was located in a tortuous lad coronary artery. The patient was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another maverick2 monorail 20/2.75 mm balloon catheter to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.